Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jmur, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient began therapy on program 1 with symptom relief. The patient changed to program 2 as advised by hcp (healthcare provider) and had symptom relief for about 24 hours. After 24 hours (starting about 2 days ago) the patient experienced a loss of relief. This happened suddenly. The patient noted no falls/traumas or sudden movements. Over the past 2 days the patient had tried program 3 for a while, program 4 for about 6 hours and back to program 1 (that was previously working). The patient could feel stim but was not getting any symptom relief. The following service or education issue(s) were observed by pats agent: the patient appropriately contacted hcp for assistance with a therapy concern but was directed to call the manufacturer. If additional information is received, a follow up report will be sent.

Event description:
The health care provider (hcp) reported that reprogramming was needed and it was unknown if this event was device related. The patient changed from program 1 to 2 and then back to 1. The patient was doing well at the time of this report.